Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. For your reference, insulet modified our internal investigation finding codes effective 25 may 2020 as part of an effort to improve the classification of findings to improve the power of trending data and make the findings more intuitive. The new findings codes will use the system of finding category (e.g. Hardware component), followed by the affected component (e.g. Needle), followed by the condition (e.g. Bent). Therefore you may notice findings that appear to be new or different but in fact are just renamed for improved data value. Insulet would be happy to explain any mapping of the old to new finding codes if you have any questions.

Event description:
It was reported that the patient had been taken by ambulance and hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 558 mg/dl while wearing the pod between 4 and 24 hours. Patient was also diagnosed with a kidney infection. Symptoms reported include hyperglycemia, vomiting, pain, cramping and the presence of ketones. The pod was removed and patient was treated with an intravenous fluids and levaquin for kidney infection; a new pod was eventually administered with new insulin. The patient was released after spending 3 nights in the hospital. Patient was prescribed the following daily medications: levaquin (750mg; taken daily for 5 days). Gabapentin (12mg; 3 times/day). Isosorbide dinitrate (5mg; twice daily). Aspirin (81mg; taken daily). Metoprolol tartrate (25mg; twice daily). Atorvastatin (40mg; taken daily). Ibuprofen (800mg; 3 times/day). The patient's blood glucose, carbohydrate, and insulin history are as follows: (B)(6).